Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire was left in the patient while deploying the proglide device. The perclose proglide instructions for use states: remove the guide wire before the exit port crosses the skin line before continuing to advance the device. The device was not returned for evaluation. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, the guide wire was still in the proglide device when the plunger was removed. The guide wire was trapped between the proglide foot plate and needle. The proglide lever was opened and closed and the guide wire was removed. The proglide device was removed. Hemostasis was achieved using the sutures of the proglide device. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.